Manufacturer narrative:
Event date: (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette chamber of a buretrol set cracked. This occurred during patient infusion. The reporter stated that the nurse went to squeeze the chamber to start fluid flow and the burette chamber cracked downward from where the 100 ml line starts to the 50ml causing the dextrose 10% solution to leak. The issue was resolved by replacing the IV setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection of the actual sample revealed a crack downward from the 100 ml line to the 50ml. The reported condition was verified. The cause of the reported condition was determined to be a human - end user issue. Per device labeling, the burette chamber should not be squeezed. Should additional relevant information become available, a supplemental report will be submitted.